Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the belt failed incoming functionality testing. Upon investigation the ECG c and d cable was pulled out of the strain relief. The cause of the failure was the pulled cable. The root cause for the pulled cable was physical abuse. There is no indication that the damage to the rear therapy electrode cable occurred during patient use. Review of the patient's ECG data indicates that the electrode belt was able to communicate with the monitor. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt that was last used with a patient who passed away on (B)(6) 2016. During use, the device was fully functional. Upon receipt of the electrode belt, the belt failed incoming functionality testing. There is no evidence that the damaged cable contributed to the patient death. The damaged cable was most likely caused by resuscitation attempts. Prior to the disconnection of the electrode belt the device was able to communicate with the monitor and record and ECG signal.